Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2015-05008. Follow-up revealed one of the patient's leads was explanted and replaced. Surgical intervention resolved the patient's issue. Both leads are being reported as explanted because it is unknown which lead was replaced.

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2015-05008. It was reported the patient is receiving ineffective stimulation and stimulation in an unintended area. Reprogramming to provide resolution was unsuccessful. X-rays revealed both leads have migrated. As a result, the patient will undergo surgical intervention.